Manufacturer narrative:
(B)(4). Batch # m54n6j. Additional information was requested and the following was obtained: for clarification, does, the cartridge with the retaining cap came off the device when the retaining cap intended to be removed, meant that the retaining cap fell off? --- no. When the nurse tried to remove the retaining cap, the cartridge with the retaining cap was removed. If no, does the statement mean that the retaining cap was removed as expected? --- no. Did any pieces fall into the patient? No. If yes, were they retrieved? Na. The analysis results found that the tct10 device was received in good visual condition and with a cartridge present. The cartridge reload was received unfired and with the swing tab in the unlocked position. In addition the right fork was damaged, this damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, the cartridge with the retaining cap came off the device when the retaining cap intended to be removed. Then, the right gripping surface broke when the cartridge was reloaded into the same device. The device was not used for the patient. Eventually, another device was used to complete the case. There were no adverse consequences to the patient.